Event description:
The affiliate reported that during clamping, the tubing became disconnected at the level y connector.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected and confirms that the tubing has come away from the needless port (y connector). The tubing that detached from the needless port was not returned with the rest of the eds iii. Glue traces were found on the needless port. Due to the non return of the tubing from the needless port, it is not possible to determine the cause of the problem reported by the customer. Review of the history device records confirmed the eds iii conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.